Event description:
They reported that the reason they won't perform the MRI is because the patient has another pain device and they won't scan because the patient has two devices. They reported the other device (a pain device) works. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).